Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and history files/traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. Unable to verify pump error 23, pump error 49, pump error 68, and pump error 53 in the pump history file due to critical pump error (open book image) alarm and download anomaly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded electronic assembly and force sensor. The motor had moisture damage. Critical pump error (open book image) alarm was confirmed due to corroded electronic assembly and force sensor. Unable to download confirmed due to corroded electronic assembly. The following were noted during visual inspection: dog chew marks on the display window, display window cover, case and keypad overlay, minor scratched display window, scratched case, cracked case at the battery tube side, missing serial number label, pillowing keypad overlay, cracked keypad overlay at the select button, partially broken retainer, dented reservoir tube lip and missing case bottom. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the history review 2 days prior to the event date 02-mar-2020 in the pump history file due to critical pump error (open book image) alarm and download anomaly. Critical pump error (open book image) alarm confirmed. Pump error 23 unknown. Pump error 49 unknown. Pump error 68 unknown. Pump error 53 unknown. Unable to download confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 53, pump error 68,pump error code. Pump error 49, pump error 23. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.